Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received power error due to j6 connector resistance issue. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 220 mg/dl. The customer was able to clear the alarm and rewind the insulin pump. The customer had previously called to report power error detected. The customer reported that the power error detected alarm recurred within a week of troubleshooting previous occurrence. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.